Event description:
The lead was explanted due to a lead perforation.

Manufacturer narrative:
Testing found that the lead stiffness was within specification. The lead exhibited normal electrical characteristics. Dried body fluid/tissue inside the header and in the distal insulation prevented helix extension and difficulty with stylet insertion. Helix function was normal after cleaning.